Manufacturer narrative:
Other, other text: one cadd legacy plus pump was received to investigate the reported beeping. The pump was received in good physical condition with a scratched screen. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported event. To further investigate the reported issue, a cassette was attached to the device. It ran with no issues. The customer complaint could not be duplicated and root cause could not be determined. The sensor was recalibrated and the downstream sensor was replaced as a preventative measure.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited continuous beeping and even when it has the cartridge in it displayed no disposable. No adverse effects were reported.